Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day, it was reported that the patient experienced bleeding for over 3 minutes from the insertion site. The blood filled the sensor and the area was cleaned with alcohol wipes. The patient presented to a healthcare clinic where the sensor was removed, the bleeding area was treated by iodine, and the patient received 3 sutures. At the time of the report, the the arm is sore and painful. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.